Manufacturer narrative:
A review of the device history record (DHR) and sterilization record are pending.

Event description:
It was reported to nuvectra that a patient experienced an infection. A system explant was performed. The patient is recovering well.